Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent nocturnal hypoglycemia while using the ilet system, with documented blood glucose nadirs of 42 mg/dl and 40 mg/dl and lows lasting up to a couple of hours; the user paused the ilet and treated with oral carbohydrates (cookies, milk) and was advised on cgm targets and to consult their clinician for target adjustments. Symptoms included low blood glucose without loss of consciousness or need for assistance. Outcomes included no medical intervention, self-management with oral glucose, and subsequent recovery, including a post-treatment glucose of 147 mg/dl. Investigation included complaint handling with troubleshooting and user education. Investigation of this case revealed an unclear cause of hypoglycemia with no observed device malfunction. It was concluded that the event represented hypoglycemia of unclear cause, and the user was directed to engage their healthcare provider for potential target setting changes.